Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was observed to be depleting quickly and the pump shut off. The customer's blood glucose (bg) level was 248 (mg/dl). A bolus via the pump was delivered to address bg level. Review of the pump data logs by tandem technical support showed the battery fully depleted from 40% and shut off within 29 hours. Reportedly the customer would continue to use the pump for insulin therapy.